Event description:
Caller states during a proficiency test, the coaguchek s produced a result of 6.8 inr when the mean was 4.8 inr. No adverse event reported. Requested return of suspect system, and replacement was sent.